Event description:
The patient stated that while she was sleeping her infusion device began beeping and "3.00" and "77" were displayed. The power pack had been in use for 3 weeks. The patient stated that she was aware of the power pack recall and she was aware she was supposed to change the power pack every 2 weeks. She was advised to insert a new power pack and her infusion device functioned properly. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.